Event description:
It was reported that this device was found to be exhibiting premature battery depletion(pbd). Battery diagnostics data indicates that the power consumption has been steadily increasing over the past year. Technical services (ts) has recommended device replacement. Currently evidence suggests that this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Patient code 3191 captures the reportable code of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was found to be exhibiting premature battery depletion(pbd). Battery diagnostics data indicates that the power consumption has been steadily increasing over the past year. Technical services (ts) has recommended device replacement. Currently evidence suggests that this device remains in service. No adverse patient effects reported. Additional information: this device was explanted, replaced and returned for analysis. The report has been updated with product investigation results.